Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event. No product has been returned and no medical records have been provided to evaluate the claims made by the patient's attorney. Additionally, no lot number or product catalog number has been provided. Based on the information currently available, no conclusion can be drawn. This MDR includes all patient, event and device information davol has received to date.

Event description:
The following was reported to davol by the attorney for the patient: on (B)(6) 2004 - patient underwent incisional hernia repair surgery with a small oval bard kugel mesh. In (B)(6) 2005 - patient presented to the hospital with pain at the site of the previous hernia repair. Patient was in her second trimester of a pregnancy and it was recommended that she undergo surgical repair before delivery. On exploration there was no evidence of a recurrent incisional hernia. The wound was closed and patient was discharged the following day. In (B)(6) 2008: patient presented to the hospital suffering from abdominal pain. Patient underwent laparoscopic removal of the appendix. Mesh migrated inside the abdomen and part of the mesh was bunched up in one area. The appendix had incarcerated through the hernia at the site of the previous repair with the tip of the appendix sitting within the hernia defect involving the mesh. The mesh was mobilized and appendix was pulled away from the incarcerated hernia. Once the appendix was dissected, the rest of the abdomen was inspected and then closed. Mesh was not able to be removed laparoscopically due to the severity of the infection from the appendicitis, it was recommended it be done separately in the near future. In (B)(6) 2008: patient presented to the hospital with complaints of severe lower abdominal pain. Patient underwent an exploratory laparotomy and removal of the migrated mesh. The migrated mesh was in the right lower quadrant and adherent to the cecum. The bowel was separated from the mesh and the mesh was explanted. Seprafilm was applied and the wound was closed. Patient was discharged a week after admission. Attorney alleges, patient has suffered pain and permanent injury.